Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
Device 3 of 3: reference MFR report #: 3006705815-2016-00593 and 1627487-2016-06017. It was reported the patient's scs system was explanted shortly after implant due to infection. The explant date is unknown. No further information is available.

Manufacturer narrative:
Inadvertently included incorrect implant date in the initial report. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report #: 3006705815-2016-00593 and 1627487-2016-06017